Manufacturer narrative:
The device was returned to olympus for evaluation and the complaint was confirmed. The device had no power. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported the video system center had no power and could not be turned on. The issue occurred prior to use in a diagnostic procedure. The device was able to be temporarily powered on to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation, as well as corrections to d10. The information included in d10 was inadvertently omitted from the initial medwatch report. Correction to g2.: [correction (inadvertently added healthcare professional)]. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined, since the indicated phenomenon was not reproduced. Olympus will continue to monitor field performance for this device.